Event description:
It was reported the customer went to the emergency room (ER) due to an elevated blood glucose (bg) level of 571 mg/dl. Customer was treated with a potassium bag to address bg level. At the time of the report with tandem technical support (cts) the customer was still in the ER. Reportedly, an occlusion alarm had occurred; however, the customer declined follow-up from cts regarding the issue, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.